Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the sleeve was broken. When sr confirm the event, it turned out that the surgeon struck the device during the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: the returned device matched the report, the event was confirmed. The found damages were caused by not intended use in terms of striking the instrument during surgery. The reported event was considered being not device related but was related to not intended use in an operative procedure. No discrepancies were detected during risk analysis review. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the sleeve was broken. When sr confirm the event, it turned out that the surgeon struck the device during the surgery.